Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the force sensor out of calibration, the force sensor plate contaminated, and the display screen dim. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:the prime history recorded several large primes. The black box also recorded several alarms. Attempted to rewind and load but received a cartridge not detected alarm. Force sensor calibration reading was out of specification, low. Removed force sensor from motor assembly. Force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specification, high. Removed piston from pump. Inspected for excess flashing. Display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.